Manufacturer narrative:
Additional information was added to h4, h6 and h10. H4: the lot was manufactured from (B)(6), 2022 to (B)(6) 2022. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph observed a cloudy lipid appearing solution in the fluid pathway of the inlet connected to port 16 that was likely a result of a lipid leak from port 21 with the lipid solution connected. Due to the nature of the sample no testing could be performed. Based on the photo, the reported condition was verified. The cause of the condition could not be determined, however, a potential cause could be irregularities in the tooling of the product during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter last name: (B)(6). E1: initial reporter address: (B)(6). E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that port 21 was polluting port 16 of a valve set. This was discovered during compounding. There was no patient involvement. No additional information is available.